Manufacturer narrative:
This report is submitted on june 19, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site (not device related) and was treated with antibiotics (type, date and duration not reported). The device was subsequently explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, it was reported that the patient developed an abscess (staph infection) (specific date not reported) at the incision site and subsequently underwent a skin revision surgery on (B)(6) 2021. This report is submitted on december 16, 2021.

Manufacturer narrative:
Correction: the initial MDR submitted on june 19, 2020, was filed inadvertently. The patient did not have an infection in (B)(6) 2020 and the device was not explanted on (B)(6) 2020. Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2021, for an abscess needle aspiration. The issue did not resolve and the abscess returned on (B)(6) 2021. The patient was placed under general anaesthesia on (B)(6) 2021, for the second skin revision surgery. Subsequently, the patient was treated with oral antibiotics for a duration of 14 days and topical antibiotics for a duration of 7 days. This report is submitted on may 16, 2022.